Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was identified as the cause of the event. No conclusion can be drawn as system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited an error and the system locked up. No patient serious injury or death was reported related to this event.